Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, mobility. The implant was mobile on (B)(6) 2020, it could be removed without any pressure.